Event description:
It was reported that the patient experienced no stimulation sensation from their implantable neurostimulator (ins). It was noted that their stimulation was on per their programmer unit but did not feel stimulation and was not getting relief for their pain. It was reported that this began when they went on vacation and went ¿ziplining¿ and then stopped feeling stimulation (¿my machine stooped working¿). The patient was on program 1 at 1.5 volts and tried to change to program 2 but was unable to get the check box to appear next to the 2. The patient also did not have a check box next to program 1 but did see that the ins was on (lightning bolt symbol). The patient was able to recharge normally and could raise the amplitude ¿really high but never felt any stimulation. The patient had not been seen by their physician since this issue began. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3889-33, lot# v988001, implanted: (B)(6) 2012, product type lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-29, lot# n319564, implanted: (B)(6) 2012, product type accessory. (B)(4).